Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved an oncology kit w/chemolock bag spike with additive port; vented cap; spiros w/red cap, where the spiros leaked chemotherapy. It was reported that oxaliplatin was infusing at 266 ml/hr via an alaris pump, and the device was in use for 1:08 when the leak was noted. The tubing was set up as a secondary alaris short set below the pump. The tubing was replaced and there were no holes, cuts, tears or any defect noted in the spiros. There was patient involvement, no adverse event and no one harmed as a result of the reported event.

Manufacturer narrative:
One used list# cl3948, oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap (lot# unknown) and one bd infusion set were received and visually inspected. As received, the spin feature of the spiros was activated and spinning freely in the rotational direction. No spline damage was observed. Some fluid residuals were seen within the spiros housing but outside of the fluid path. The spiros was leak tested and leakage was observed from the area of the o-ring/poppet interface while in the activated position. The reported complaint of leakage can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A DHR lot review could not be conducted because no lot number(s) was/were identified.